Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. Analysis found measured data was lost when the pulse generator was at 2.36 v. The anomaly was traced to the hybrid. Further analysis at the hybrid level determined that the integrated circuit combo chhip was responsible for the lost measured data.